Event description:
Customer reported observing air bubbles forming at the cartridge connection over time. There was no adverse impact to brianna¿s blood glucose level reported. Customer sought assistance in finding a solution and whether a pump replacement might be necessary, but no further information on the outcome was provided.